Manufacturer narrative:
Therapy date - this occurred on an unspecified date during the week prior to (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette tubing "got disconnected" from the cycler during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.